Event description:
Related manufacturer reference numbers: 2017865-2023-37016 it was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2023. During procedure, it was found that the left ventricular (lv) lead was dislodged when attempted to remove the catheter, and re-cannulating caused vascular dissection. After several attempts, the lv lead was not implanted and was replaced by a header port plug to complete the procedure. Patient condition was stable. Further information was requested but not received.